Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for assistance with programming magnetic resonance imaging (MRI) protection mode on this cardiac resynchronization therapy defibrillator (crt-d) system. Ts reviewed stored device data and observed that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture (loc). The hcp reported the patient was currently hospitalized. Ts advised the hcp that due to the abrupt rise in out of range lv pacing impedance measurements indicating possible lead integrity issues, the MRI would be considered to be off label if performed. Ts recommended for the device treating clinic be consulted for further evaluation. At this time, no adverse patient effects were reported. This lv lead remains in service.